Event description:
It was learned through a related event that the device was explanted after implant duration of zero days, due to failed ring repair. Per the operative report in 2009, the ring was implanted and "it looked quite good. We then used just an edge-to-edge alfieri stitch with a gore-tex suture to see if this would improve it. The water test looked quite good so we quickly closed up the left atrium and came off pump, but we were disappointed in that the regurgitation, which seemed to be none while doing the water test intraoperatively, was actually mild to moderate." The ring was then explanted and the valve was replaced.

Event description:
It was reported the haptic on the intraocular lens (iol) bent during insertion of the iol into the patient's eye. The doctor enlarged the incision to remove the damaged iol and implanted a different lens. The incision was closed with sutures.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Failed ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.